Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the customer's complaint and was not able to reproduce display problem. The stm cleaned, reseated, and re-secured connectors on flex wire harness from display to video generator pcb. Subsequently, it was performed safety, calibration, and functionality checks to factory specifications. The iabp was then released to customer and cleared for clinical use. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that before use, the screen was not coming on in the cs300 intra-aortic balloon pump (iabp). Since the event occurred before use of the iabp, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected fields: d5(other operator of med. Device-to b left blank).

Event description:
It was reported that before use, the screen was not coming on in the cs300 intra-aortic balloon pump (iabp). Since the event occurred before use of the iabp, there was no patient involvement, and no adverse event reported.